Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer dropped the insulin pump during a set change and received a prime rewind alarm. The customer's blood glucose was not known. The customer was trying to prime the tubing when insulin began shooting out of the end and she received the alarm. The drive support cap was reportedly sticking out. The customer reportedly pressed on the cap. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.